Manufacturer narrative:
Additional information was added: the lot was manufactured from february 11, 2019 - february 13, 2019. The actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder has been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the ruptured problem; no signs of abnormality were found. The reported condition was verified. The most probable cause of the rupture is due to manufacturing, however the exact cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.